Manufacturer narrative:
The sample was collected in a li heparin pst tube. Per bec evaluation, tsh qc was within the customer's established ranges prior to and after the event. Service was not dispatched for this event. The sample was sent to customer product line support (cpls) for further testing. Cpls testing confirmed the lower results. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false normal thyroid stimulating hormone (tsh) result from one (1) patient that was questioned by the physician as it did not seem to match the clinical picture, generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. Upon repeat lower results were obtained. It is unknown if there was any change to patient treatment attributed or connected to this event.